Event description:
The device did not stop when interior level of cranial bone was perforated which resulted in injury of the dura.

Manufacturer narrative:
A review of the mfg lot history records revealed no discrepancies for this production lot. Case debris noted on returned device. Nicks/dents on outer and inner drill. Dimensional inspection discovered no discrepancies. Unit was cleaned and rebuilt. It was then tested for proper function and performance properly for ten test holes. The reported failure could not be repeated.